Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a vfib alarm did not occur for the patient in bed5 on 0(B)(6) 2018 around 17:30. There was no patient incident alleged.